Manufacturer narrative:
The system history shows that the laser was successfully verified prior to and after the date the event was reported. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported rainbow and glare effect in almost all femto laser treated patients. Additional information has been requested.